Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with episodes of oversensing on their right ventricular (rv) lead. Therefore, programming changes were made to address the issue. The patient condition was not provided.